Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, during the procedure it was noted that the lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient has adequate therapy post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.